Manufacturer narrative:
Breakdown of 11 events is as follows: cosmetic issues, 4. Iol partially delivered, lens damaged, stuck in cartridge, 2. Iol torn, 1. Lens damaged, 4. Serial number of the suspect product: (B)(4), 1; (B)(4), 1; (B)(4), 1; (B)(4), 1; (B)(4), 1; (B)(4), 1; (B)(4), 1; (B)(4), 1; (B)(4), 1; (B)(4), 1; (B)(4), 1. 7 investigations were completed and 4 investigations are pending from this period. Breakdown of completed 6 investigations: (B)(4), haptic damaged; (B)(4), iol partially delivered,lens damaged,stuck in cartridge; (B)(4), cosmetic issues; (B)(4), iol torn; (B)(4), cosmetic issues; (B)(4), cosmetic issues; (B)(4), lens damaged. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: there are 4 investigations completed during this period. Breakdown of 4 investigations with respective serial numbers are as follows: 2320592001 cosmetic issues,haptic stuck to optic,lens damaged 4336471912 no product returned 4353002001 no product returned 3482741812 no product returned. Regarding serial number (B)(4) - follow-up information received indicated the iol did not contact the patient. Therefore, this event is no longer within the scope of vmsr. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data it was initially reported that the number of events for this period was 11 however, upon further review of the events there is 1 more event for this period. Hence the correct number of event is 12. In addition, with this change, the breakdown of the events changed for iol torn from 1 to 2. Section d4: serial number of the additional suspect product is (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.